Event description:
(B)(4). I had my hsg test today. The test was not successful due to the dye going into my veins in my uterus. I am also experiencing clots, and heavy bleeding. They had to try the test three times before they determined that they wouldn't be able to get it right at all.